Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced increased pain and erythema around the driveline. Over the last two weeks, the patient also noticed the development of an urticarial rash around the driveline site. The patient tried topical antibiotics, but the discomfort persisted. The patient then noted pus draining from the driveline. A few times during the last week, the patient failed to wear the brace while sleeping and woke up with significant tenderness around the driveline site; the patient feels the driveline was pulled. The patient denied any systemic signs of infection, including fever, night sweats, diaphoresis, chills, chest pain, dyspnea, abdominal pain, back pain, nausea, vomiting, lightheadedness, weakness, recent loss of consciousness. It was reported that the device was functioning as expected. The patient was administered the following medications: oral antibiotics: doxycycline, 12 days parenteral antibiotics: vancomycin, 1 day other specify: ceftriaxone x1 days

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.